Event description:
It was reported the customer had a off no power anomaly. Customer stated their insulin pump does not turn on, even with a new battery. Customer stated the issue was recurring. Customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. We were unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests, verify operating currents, or verify off no power alarm due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.